Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 150 mg/dl. Customer reports the picture of the pump with an x and an arrow point at a book. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unable to verify a broken force sensor was detected during seating or regular delivery error alarm due to download anomaly. Unable to verify unresponsive buttons or frozen screen due to critical pump error (open book image). No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked.